Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had it was black with little red dots and it gave error code scope communication error (b30). The issue was found during inspection for use of the device. There was no patient involvement.